Manufacturer narrative:
Submit date: 03/04/2016. One sealed package was sent for evaluation. The samples contained exposed raw edges less than 0.031 inches. The selvage edge (raw edge) is located on the inside fold protruding through the folded layer. The device history record was reviewed for lot #15g079462x and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The nonconforming products report was review and showed no non-conformances were issued for this lot. The DHR review showed that all acceptance criteria inspections were within specifications during the production process. The possible root cause is that during the converting of the sponge enough space was not left to allow the cut edge of the sponge to stay inside the fold. This lack of space could allow the cut edge of the material to protrude outside the fold exposing the raw edge. No complaint trend exists and a root cause for the reported condition cannot be specifically identified; therefore, corrective action will be limited to the manufacturing awareness. No further corrective action is required at this time. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states the x-ray detectable gauze sponges are fraying at the edges.